Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a photo was provided. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 368861. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that plastic whole blood tube, lavender hemogard closure, k2edta additive, paper label, 4.0 ml draw, 13x75mm had blood leakage when tube was pierced. No injury or medical intervention.